Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 39mg/dl. Customer¿s current blood glucose was 86mg/dl. Customer states that they treated low blood glucose with ice cream, food and glucose tablets so blood glucose went to 96mg/dl and at the end it was 86mg/dl. Drive support cap was normal. Customer reports that insulin pump was worn during a medical procedure or test around MRI. Customer performed troubleshoot for low blood glucose. Customer advised to monitor the pump and blood glucose. Insulin will not be return for analysis.